Event description:
It was reported that patient originally had morphine in the pump at implant and had a reaction to the morphine involving symptoms such as itching, light headedness, sick to the stomach, "deathly sick". A few days after the implant, the morphine was replaced by clonidine and dilaudid. It was reported that on the day of the report the patient felt like something was wrong with the pump. The patient's wife listened to the pump and heard a click every few seconds. The patient felt like he was going to pass out. The patient was not changing positions when symptoms occurred. Around 1-4 pm the patient "zonks out on the couch". The reporter inquired as to if the patient was getting bigger dosage midday but was not sure how the pump was programmed. The reporter stated that the patient may have been coming down with the flu. When the patient moves around more during the day that he gets drowsy and when he sits down he zonks out. The patient increased his dosage every refill by 15% and could notice the changes, however, became accustomed to the change. The patient had not been getting much sleep at night and could not find a position that was comfortable. The patient had been having these issues since (B)(6). The patient had severe nerve damage on the right side so he could not lay on the right side, and he did not want to lay on the left side because the implant was on the left and it was "awkward like laying on a rock". The patient's wife confirmed that a pump alarm was not heard. Additional information has been requested but was not available at the time of this report.

Event description:
Additional review indicated that the patient also felt sick to his stomach and real light-headed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc lot# serial# (B)(4) implanted: 2011-(B)(6) explanted: product type catheter. (B)(4).